Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, console generated augmentation below limit set and unable to calibrate fiber optic sensor messages. It was also noted that there was poor arterial line waveform. The insertion was reported to be axillary, which is not the method described in the device instructions for use. A recent chest film had confirmed correct placement of the iab. The customer attempted recalibrating without resolution. They then attempted reconnecting the fiber optic cable and recalibrated without success. The central lumen aspirated, but was sluggish to flush. They were unable to establish an alternate arterial line with the central lumen of the iab. A radial arterial line was available with a clean waveform so this was relocated to the console successfully. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint#: (B)(4).

Event description:
N/a.